Event description:
A healthcare professional reported that, during intraocular lens (iol) implantation, the plunger became stuck and kept on sticking with the lens, resulting in damage (marks) to the lens while advancing into the eye. The iol was eventually inserted into the patient¿s eye.based on the new information received, the surgery performed was cataract surgery with intraocular lens implantation involving the patient's left eye. During the initial procedure, the affected lens was removed and replaced with a spare lens. The initial lens was subsequently disposed of.

Manufacturer narrative:
The product was not returned for analysis; it was discarded. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).